Event description:
It was reported by service report that the foot left siderail was stuck in a down position, and it would not rise. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged/bent timing link.